Event description:
It was reported that the patient had pain from her groin to her right breast as well as site pain in her right infusion site. She states she removed the infusion device, but the cannula remained in her skin. She states the pain from her groin to her right breast has resolved but her site pain, although better, is still painful. No medical or surgical intervention was reported.

Manufacturer narrative:
History record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. Samples were received for evaluation from were received in unused condition within their original package and one sample was received in used conditions without its original package. Visual inspection: the samples were visually inspected, at a distance of 12 inches to 24 inches and normal conditions of illumination. Result: cannula broken was found in sample in used condition. The retractor assemblies are 100 percent visually inspected by the production personnel to assure that the needle is properly threaded. Quality check performs an in-process audit at 1-hour intervals to verify that needle is properly threaded on the retractor assemblies. In order to perform a complete root cause analysis of this failure mode, a corrective action was opened. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.